Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during the procedure. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. There were no reports of patient injury. The operator had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis sheath. Postoperatively, the 5f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal's indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after hooking the guide wire ring with force, but the plug could be released normally after pressing the button to unfold the plug. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device did not contain a plug; however, the device will be return for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during the procedure. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. There were no reports of patient injury. The operator had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis sheath. Postoperatively, the 5f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal's indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after hooking the guide wire ring with force, but the plug could be released normally after pressing the button to unfold the plug. The device and its packaging were not damaged prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The femoral artery's suitability was verified on angiography, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device did not contain a plug; however, the device will be return for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during the procedure. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. There were no reports of patient injury. The operator had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis sheath. Postoperatively, the 5f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal's indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after hooking the guide wire ring with force, but the plug could be released normally after pressing the button to unfold the plug. The device and its packaging were not damaged prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The femoral artery's suitability was verified on angiography, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device did not contain a plug. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and expected plug deployment. Additionally, the indicator window transitioned to the black/white and red position as expected. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as functional analysis demonstrated successful deployment of the device with transition of the window. In addition, the condition of the device received doesn¿t match events reported. The event reported states that the plug was discarded, however, the device was received with the plug in manufacturing position. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.